Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had been experiencing decreased rigidity in erections over the past couple of months. The pump was observed to remain dimpled, suggesting a potential fluid loss in the system. A surgical procedure was performed in which all components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This report is report is being submitted to correct the evaluation conclusion code field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had been experiencing decreased rigidity in erections over the past couple of months. The pump was observed to remain dimpled, suggesting a potential fluid loss in the system. A surgical procedure was performed in which all components were removed and replaced. There were no patient complications reported.